Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wounds on back caused by rubbing and rash under chest area. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.